Event description:
It was reported that an ilet pump¿s touchscreen delaminated while the patient was driving, and the device remained functional but was no longer watertight and required replacement. Symptoms included no reported blood glucose disturbances. Outcomes included continued therapy with guidance to back up therapy as needed and continuation of cgm use via the dexcom app or receiver. Investigation included customer communication, confirmation of device functionality, and logistical coordination for replacement and return. Investigation of this device revealed a touchscreen integrity failure consistent with screen delamination affecting the enclosure seal, with no impact to insulin delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly leading to loss of water ingress protection.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.